Event description:
The patient has chronic pain in the left leg and has an air cast. The patient thought the ins should be ¿bumped up¿. The patient requested better pain control from his hcp on (B)(6) 2013. The hcp requested the patient to meet with the company representative in the clinic in order to increase stimulation settings.

Event description:
It was reported that the patient was "running on program b" and that he could not switch to program a. It was stated that "line a does not work, but line b does." Additional information received reported that the patient went to the health care provider (hcp) on (B)(6) 2013 to have stimulation adjusted. It was stated that the patient was "getting zapped" in his legs since the day after the visit with the hcp. It was stated that this "puts him at a stand still." It was stated that the "zapping" stops with he turns the device off. There were no falls or traumas reported. It was stated that the patient can't turn stimulation down because "it does not want to differentiate between upright and mobile." It was reported that when the patient puts his hands over his head "it will switch to mobile." It was stated that "the minute that happens he gets zapped." It stated that when the patient goes to turn it down, it goes back to "upright." The patient was unable to get it to "switch over." It was reported that the patient tried to turn adaptive stimulation off, but then he was "without juice." The patient felt no stimulation when he turned adaptive stimulation off. It was stated that the patient tried switching it over to laying b, and "laying b was dead." It was reported that the patient wanted a representative to help turn it down because "it was too intense." Later that day it was reported that the patient requested an appointment with a medtronic representative to "asses shocking in the pocket he was experiencing."

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# j0417753v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37711, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4)